Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the pmsc for evaluation. Failure analysis was able to reproduce the reported failure. The unit was installed and tested in a test system and failed upon power up. The voltage on the pmsc channel 19 was out of range. The error was cause by the video branch (vbr). The vbr was replaced to repair the module. The dvi ports on both surgeon console leafs (scl) were damaged and were also replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted cholecystectomy procedure, the customer experienced a repeated non-recoverable fault. The customer had attempted to reboot the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to do a hard power cycle but once again the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. The instrument release kit (irk) was used to release the prograsp forceps instrument. There was no report of patient harm, adverse outcome or injury. A field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The error pointed to the personality module surgeon console (pmsc) and was replaced to resolve the issue. The pmsc processes audio and video from the surgeon console.